Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-may-2020. Correction has been made to h6 - conclusions. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information for this event is not yet available. Supplemental report(s) will be filed as any information becomes available. The device has been discarded and will not be returned. Manufacture date is not available. Device evaluation is performed by using a device from a similar lot. The device (biopsy valve) was not returned for investigation. A sample unit with a different lot no, h0201, was used to replicate the reported issue of leaking. The biopsy valve does not get damaged when handled properly, but it breaks if handled incorrectly. Breakage is likely to happen when an endo-therapy accessory is slanted when inserted into the hole/channel. Forcible insertion would cause a rubber part to tear. There are two probable causes for this issue: syringe is slanted or not completely inserted into the channel. Instrument is slanted when inserted into the channel. It could scratch the rubber parts and forcible insertion could cause it to break. The device history record review was performed and no abnormality was detected. The instructions for use includes the following statements: please make sure a syringe is faced perpendicular to the valve, and deeply inserted, and an endo-therapy accessory should be inserted into the valve as straight as possible. Feeding and aspirating solution with a syringe insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary. Angled or incomplete insertion may result in leakage of solution from the valve. Inserting and withdrawing the endo-therapy accessories insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
As reported for this event, during an unknown procedure the valve leaked. There is no reported harm or adverse impact to the patient.